Event description:
The customer reported that the battery is completely dead and not charging. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. (B)(4). No repair data was provided to philips.

Event description:
The customer reported that the battery is completely dead and not charging. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).